Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue arose again.